Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor; corrosion and/or wear and/or lubrication as well as stall due to s haft-bearing. Due to the pump being received in the state of a hard stall without recovery, no additional infusion related testing was possible. Moisture was seen after the inner cover of the pump was removed. Corrosion was found to be present on gear wheel three. Residue and wear were present on the upper shaft of gear two. Residue was also present in and around the bore for gear two¿s upper jewel. Analysis of the catheter found coring/tears/cuts in the seal of the sc connector which met the leak criteria. Coring was seen down in the cup of the sc. Leaking was seen coming from the top of the connector during analysis testing. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a motor stall was confirmed in the attention dialog box. The reporter stated, the patient was no longer there and the pump would be interrogated in a day or two. It was noted, the patient started hearing an alarm this morning. It was further noted, the patient had increased tone, increased agitation, and irritability that started the morning of this report. The reporter stated they were covering the patient with oral medication and they would replace the pump next week. The pump contained lioresal (baclofen). Additional information received reported that a healthcare professional (hcp) interrogated the patient¿s pump today and the pump had recovered. It was noted, the logs stated the pump stalled on 2014 (B)(6) at 13:25 and recovered on 2014 (B)(6) at 7:28. The reporter stated they would discuss with the patient¿s family if they want to replace the pump or not. It was clarified the pump contained gablofen, not lioresal. Additional information received reported that a motor stall occurred on 2014 (B)(6) at 14:45 and recovered on 2014 (B)(6) at 8:28. The reporter stated they ruled out electromagnetic interference as the source. The reporter further stated they would confer with the patient about where they were and what they were doing at the time of the stall. It was noted, the patient was put on oral baclofen. It was further noted, the pump was not programmed to minimum rate mode and was left at the current infusion rate. The reporter stated that when the stall recovered the patient had some overdose symptoms on 2014 (B)(6) so they backed off the oral baclofen dose. The reporter further stated, the patient was a little weak now, but they were doing better. It was noted, the hcp prescribed baclofen as needed for the patient in case of underdose/withdrawal situations. Additional information received reported, the patient¿s pump was replaced today. Additional information received reported that a motor stall occurred and recovered after more than two hours. It was noted, the motor stalled again on 2014 (B)(6) at 10:56 and had not recovered by the time of the pump replacement surgery on 2014 (B)(6) it was further noted that reprogramming was done. The reporter stated that upon disconnecting the implanted suture less connector form the pump, the hcp observed gray colored tissue had grown inside the suture less connector. The reporter further stated, the hcp was concerned that tissue may have grown up into the catheter section of the connector so the hcp chose to replace the 7.6 cm suture less connector. It was noted, the patient experienced increased spasticity, sweating (diaphoresis), and less than 50% therapy relief that was systemic over their entire body. It was further noted, the patient was admitted to the hospital on 2014 (B)(6) and symptoms of withdrawal were treated with intravenous medications. The reporter stated that when the motor stall recovery occurred on 2014 (B)(6) the patient was discharged home. The reporter further stated, the motor stall occurred again on 2014 (B)(6) so the patient¿s mother contacted the hospital and a pump replacement was planned on 2014 (B)(6). Additional information received reported the cause of the motor stall was unknown. It was noted the suture less connector and newly implanted pump appeared to be functioning after implant. The reporter stated, there was no indication of what caused the motor stall during explant of the pump. Additional information received reported the cause of the motor stall was still unknown. The reporter stated the patient was currently receiving effective therapy with the new pump and connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).